Event description:
On january 15, an amazon customer commented that the product was not accurate. A customer said that he/she took 2 tests, this brand and a different brand (binaxnow), this brand came back negative while other one came back positive as the photo attached. The user mentioned that he/she didn't know which of 2 results was correct to detect covid-19. Importer comments: we report this case as a potential 'false negative result', but it is not clear which of the 2 brands' results is correct, as the user comment. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent. This case will be reported to manufacturer.